Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open cassette with date of cassette's opening not written (nevertheless the product was manufactured in june it is not yet expired). There are no previous complaints of this code batch. (B)(4) units were manufactured and distributed there are (B)(4) units in stock. Tested the knot pull tensile strength of the sample received and the results fulfill the OEM requirements. Tested the knot security control of the sample received and the results are in the current range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: not applicable.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The seam of the stitches opened, because of that a dog bled to death. Product presentation only for veterinary use, cassette.